Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observed. ¿ rupture: not observed. As per the investigation procedure, deformation, voids in the gel, wear abrasion and crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported left side capsular contracture baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown; rupture additional, changed, and/or corrected data: b5, b6, d6b, h6, h11.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported left side capsular contracture baker grade unknown. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.